Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 2.0mm drill bit broke during an open reduction and internal fixation (orif) of olecranon fracture on (B)(6), 2015. The surgeon was using a variable angle olecranon plate and during drilling towards a screw the drill bit broke off into the channel of the bone. The fragment was not retrievable. There was no surgical delay and no further additional intervention. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(Added code indicating that the part has been received and that the investigation is anticipated, but not begun) device history record review: manufacturing location: (B)(4) - manufacturing date: september 16, 2015. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. (Results and conclusions): codes corrected to reflect receipt of part and pending investigation. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). A manufacturing evaluation was performed for the subject device (2.0mm drill bit with depth mark/qc/140mm, part number 323.062, lot number 9631897). The subject device was received with the tip broken off; the missing portion of the drill bit in question measures approximately 7mm. The remaining grooved portion was bent and the regular twist was distorted on the entire length. There are visible wear and marks on the remaining side edges. Because of the damage and the missing broken off portion only the shaft diameter can be checked to print specifications and has been found to meet the specifications. As previously reported the device history record review of the subject device lot showed that the devices met the specifications at the time of manufacturing and distributing. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. In conclusion, a 7mm portion of the tip is broken off, the regular twist is distorted on the entire length and the shaft is bent. The existing damage as well as the marks on the side edges point to the fact that the drill bit was subjected to misuse. Taking into account all relevant findings, it is probably that the drill bit got damaged during use because of an unknown mechanical overloading situation. A definitive root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.